Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after a diagnostic procedure. Reportedly, the thumb advancer would only advance to the halfway point. Upon investigation, the clip was noticed laying on the pt's groin. Hemostasis was achieved using manual compression. There was no adverse pt sequela reported. Though requested, no additional info was available.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.